Event description:
It was reported that this brady lead was explanted due to dislodgement and a new lead was implanted. No additional adverse patient effects were reported. The lead will not be returned for analysis.